Event description:
The dentist reported that 4 months after the dental implant was placed in the patient bone, it was verified its non-osseointegration. The implant presented low primary stability at the time of the surgery (15 ncm) and immediate load was performed